Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during preparation, there was a large amount of flush solution which leaked from the hemostatic valve of the aaa endovascular extension device. A completely different device was used to complete the procedure.